Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports of having a negative experience with sensor and want to turn sensor off. Customer was advised on turning sensor off. Customer's blood glucose was 40 mg/dl and was treated with food. Customer declined troubleshooting for low blood glucose. No further information provided.